Event description:
Account states that a cold pack popped open when being activated, spilling/spraying cold pack contents. Customer states that one pt suffered eye irritation as a result of pack content spraying into eyes.